Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual observations indicated a complete lead was returned. A continuity test was performed with manipulation and this left ventricular (lv) lead passed. The initial allegations of dislodgement could not be confirmed during testing. Electronically, lv lead was found to be within specification.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to dislodgement. A new left ventricular lead was successfully implanted. No adverse patient effects reported.